Manufacturer narrative:
Procedural image review: the left coronary arteries are tortuous and calcified with tight lesions visible as reported by the account. Numerous pre-dilations are performed prior to successful deployment of four stents in the two vessels. There are no images capturing the attempted delivery and subsequent withdrawal of the resolute onyx and resolute integrity stents. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: kinks were evident along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 33rd and 34th distal stent wrap with struts raised. There was deformation to the distal tip. (B)(4).

Event description:
The physician intended to use a 2.0 x 26mm resolute onyx drug-eluting stent to treat a moderately tortuous lesion in the lad. The lesion had little calcification. The vessel was predilated. The stent was smooth to the touch indicating no damage. An attempt to implant the resolute onyx stent failed. The vessel was dilated several times with a balloon due to difficulty positioning the stent. Mild to moderate force was applied for a brief time. It was reported that a frayed edge was noted on the resolute onyx stent. The physician then successfully implanted another onyx stent. During the same procedure, the physician intended to use a 3.0 x 38mm resolute integrity drug-eluting stent to treat a lesion located in the lateral lad. The lesion was calcified and tortuous. The vessel was predilated. The stent was smooth to the touch indicating no damage. Difficulty was encountered when delivering the stent because of a calcified plaque, despite using a 2.5-3.0mm non-compliant balloon to dilate the lad. The vessel was dilated several times due to difficulty positioning the stent. Mild to moderate force was applied for a brief time, but when the stent refused to advance, it was withdrawn. It was reported that a broken strut was noted at the proximal 3rd of the stent, possibly due deployment attempts and friction between with a medtronic guide catheter. No damage was noted to the medtronic guide catheter after the difficulties were noted with the resolute integrity stent. A non-medtronic guide catheter was then used to help in stent delivery.

Manufacturer narrative:
Additional information: it is reported that the friction was due to the stents and the calcified lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.